Event description:
The iab was inserted into the pt on 2/24/97. After iabp for 10 hrs, an alarm sounded from the pump and the iab leaked. Blood was noted in the tubing and the iab was removed. A second was inserted into the pt. On 3/5/97, datascope received the mandatory medwatch form from ecri (uf/dist report #342303000-1997-6) the following info was reported: the pt was in fairly good health, presented to the hosp with complaints of back pain. A myelogram was done 4 days prior to admission. Complaints at this time, dyspneic, sob. Found a very large myocardial infarction was found. The pt underwent a percutaneous transluminal angiography and an iab was inserted post procedure. Ten hrs after the iab was inserted, the shuttle gas tubing was noted to be filled with blood. Iabp was discontinued and a second iab was inserted. There was not any marked tortuosity noted upon insertion of the iab. The pt did not suffer any further ill effects from the event. Event complications: none from the event - reported 2/26/97, 3/5/97, 3/25/97. Pt current status: discharged - rpt'd 3/25/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.